Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient had a pain pump installed and it quit delivering the medication needed and the doctor reported that the catheter became ¿kinked¿ and was no longer delivering the appropriate dosages. It was stated that the patient was not getting pain medication and developed severe pain and restlessness. It was indicated that the patient¿s family took the patient to a hospital on (B)(6) day but the hospital had not way of knowing if the pump was working or not. The hospital called the patient¿s doctor who provided a number to call the manufacturer and somebody then came out to check the pump and they determined that the pump was working and still had medicine in it. The hospital provided pain medication and allowed the patient to go to the previously scheduled appointment with their doctor. It was noted that the patient had revision surgery to take the kink out of the catheter and to fasten the pump so it would not move around. It was then reported that the doctor noted that the catheter became kinked and was no longer delivering the appropriate dosages. It was also reported to the patient that the pump was ¿rolling¿ inside the patient and that this had twisted the catheter and shut off supply. It was noted that the patient had soreness and irritation on their back after surgery and the doctor recommended putting antibiotic on it. It was indicated that the antibiotic worked and the incision was healing well and the pump was working properly. It was also noted that this was a non-pediatric patient. No further complications were reported or anticipated.

Event description:
Additional information was received from a representative on 2017-apr-18. It was reported that the representative was not sure of the reason for the low reservoir and empty reservoir alarms that occurred on (B)(6) 2017. It was indicated that there was no procedure issue that led to it. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2 mg/ml morphine at a dose of 1.5 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had increased pain, so the hcp did a catheter dye study and was unable to aspirate the catheter. The patient was to have a catheter revision on (B)(6) 2017. There were no applicable environmental, external, or patient factors. The issue was not resolved and the patient status was alive with no injury. Additional information was received on (B)(6) 2017. The patient¿s health history included fibromyalgia, chronic obstructive pulmonary disease (copd), arthritis, carpel tunnel, two cardiac stints, and a hiatal hernia. The pump alarmed low on (B)(6) 2017 at 06:15 and alarmed empty on (B)(6) 2017 at 22:30. The hcp was aware of the alarm and the pump was being refilled on (B)(6) 2017 at the catheter revision. The hcp reported the pump had been flipping in the pocket. The proximal portion of the catheter was twisted multiple times. The hcp reported that the patient lost weight and was not wearing the abdominal binder as instructed. The hcp attempted to aspirate the catheter in the office, but was unable to do so. The catheter was cut distal to the twisting segment and the hcp was able to aspirate cerebrospinal fluid (csf) without difficulty. The proximal portion was revised and the dose was kept the same. The hcp aspirated 12 ml from the pump of old drug and filled with new 40 ml of morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.